Event description:
It was reported that, an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.